Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation, off-label use, or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported incomplete coaptation could not be conclusively determined. A cause for the reported poor imaging could not be conclusively determined. The reported off-label use was associated with the user using a mitraclip device on the tricuspid valve. It could not be determined if this deviation contributed to the reported adverse events; therefore, a letter will not be sent to the account to address the off-label use and its associated potential adverse events. The reported tricuspid regurgitation is a cascading event of the incomplete coaptation. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr). A mitraclip xtw was inserted and deployed on the tricuspid valve. A second clip, a mitraclip xtw (50624a1019) was then inserted. However, when the clip was in the right atrium (la), it was unable to open. It was noted that the shaft of the clip had been twisted during use and was no longer responding. The clip stayed closed, despite actuating with the knob. Troubleshooting was performed., but the clip was unable to open. Therefore, the clip was removed and replaced. A third clip, a mitraclip xtw (50624a1018) was then inserted and deployed on the tricuspid valve. However, difficulties visualizing the clip occurred, and after deployment, the clip detached from one leaflet and remained attached to the anterior leaflet, causing tr to return to its original state. A fourth clip, a mitraclip xt (50520a1113) was then inserted and grasping was performed. However, the leaflets were unable to be grasped. Therefore, the clip was removed from the patient, and the procedure was discontinued. The tr had increased to a grade of 5. There was no clinically significant delay in the procedure.